Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54 mg/dl. Customer stated that they ate candy and then blood glucose was 69 mg/dl. Customer declined troubleshoot for low blood glucose. Customer¿s current blood glucose was 103 mg/dl and experienced blood at site. Sensor will not be returned for analysis but insulin pump will be returned for analysis.